Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening and crease fold. The leak test is not performed, because the opening in the anterior. A microscopic analysis was performed which identify, opening striated in the anterior. Based on the device analysis, the final assessment is: a striated opening in the anterior side assessed, as surgical damage opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Event description:
Device has been explanted.